Event description:
It was reported that at 13,363 joules while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be end-firing (forward-firing). Time expended: 3:04 minutes. The fiber was exchanged and the procedure completed using a second surgical fiber. Outcome: "no adverse outcomes" - there was no injury reported.

Manufacturer narrative:
(B)(4).